Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain and cloudy effluent. A day after the onset of peritonitis, the patient began treatment with vancomycin. Five day later, the patient was hospitalized for the event of peritonitis. On an unknown date during hospitalization, the patient began treatment with gentamycin and ceftazidime for peritonitis. On an unknown date during hospitalization, the treatment with vancomycin was discontinued. The treatment with gentamycin and ceftazidime were ongoing. Ten days after the hospitalization, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were discontinued and the patient was switched to hemodialysis temporarily. The next day, the patient was discharged from the hospital. The patient was recovering from the peritonitis. No additional information is available.